Event description:
The customer reported that the insulin pump was exposed to a high magnetic field while having an MRI and he was wearing the device. The caller stated that the insulin pump alarmed. The blood glucose reading was 237mg/dl. Troubleshooting was performed, and the displacement test was interrupted by an alarm. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. Unable to confirm the alarm. The device was received with cracked case at the display window corners, cracked battery tube threads, and scratched screen.